Event description:
This event is being filed as the mitraclip was in the left ventricle when it was suspected that a blood vessel in the lung ruptured. The cause of the rupture was not known and the mitraclip or procedure cannot be excluded as potential contributor. It was reported that during a mitraclip procedure, while attempting to grasp the mitral valve leaflets, the anesthesiologist informed the physician that there was blood in the endotracheal tube of the patient. After using the fluoroscopy liquid, the bleeding was found to be localized in the lung. It was suspected a blood vessel in the lung had ruptured. The cause of the rupture was not known, but in the opinion of the physician, the mitraclip device did not cause or contribute to the ruptured blood vessel. However, the mitraclip procedure was possibly the cause. The patient did not have a history of pulmonary bleeding and there was no difficulty intubating the patient for the mitraclip procedure. The physician decided to deploy the clip and then abort the procedure. The functional mitral regurgitation grade was reduced from 3 to 2. Post procedure, the patient was given protamine. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The customer reported the mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The clip was not returned as it remained implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. There was no reported device malfunction associated with the device. A review of the device history record revealed no non-conformances that would have contributed to the reported event and showed this lot met specification, as the released devices passed all in-process and final inspections. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The bleeding was found to be localized in the lung and was reportedly suspected that a blood vessel in the lung had ruptured. The cause of the rupture was not known, but in the opinion of the physician, the mitraclip did not cause or contribute to the ruptured blood vessel. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the patient's hospitalization was not prolonged due to the ruptured blood vessel. The patient was released to rehabilitation in good clinical condition. No additional information was provided.